Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an arthroscopy, despite using the insertion aid, both t's could not be triggered and advanced. The defective product was removed and a new product could then be used successfully to fix the meniscal tear. No significant delay nor other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, device would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending/flexing of the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.